Event description:
During surgery, when the surgeon tried to insert implant using inserter, the implant broke. Therefore, the surgeon removed broken implant. The surgeon considered the intervertebral space was narrow. The size of implant was changed and the operation was completed.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: device history review indicated all released units met specifications. Materials analysis performed confirmed the cause of cage fracture to be a user applied overload during insertion. Upon visual inspection; the implant was confirmed to be fractured into 2 separated pieces. The leading bullet nose sides and body of the implant is significantly scratched/deformed and cracked likely indicating that the implant experience significant force during insertion. Conclusion: the plausible root cause of the reported event user related. Specifically excessive force during insertion of the implant along with intervertebral disc not properly accessible as per event description, the surgeon considered the intervertebral space was narrow.

Event description:
During surgery, when the surgeon tried to insert implant using inserter, the implant broke. Therefore, the surgeon removed broken implant. The surgeon considered the intervertebral space was narrow. The size of implant was changed and the operation was completed.